Manufacturer narrative:
The device was inspected and no manufacturing defects were observed that would indicate a failure to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. Corrosion was observed on the pcb. The timing and cause of the corrosion is unknown. Based on the data, the corrosion did not affect insulin delivery.the product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to pd1c11042041. Expiration date changed from unavailable to 5/4/2022. Unique identifier (UDI) # changed from (B)(4).correction to h(4): device mfg date changed from unavailable to 11/4/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod longer than 48 hours. The patient was treated with insulin via intravenous therapy and fluids. The patient was discharged after 5 days.